Event description:
Dr. Removed a trialysis tunneled catheter on [redacted date]. The catheter has a cuff on it that the tissue grows into to prevent infection and dislodgement. The cuff was not on the catheter when it was removed. Dr. Informed the patient that the cuff was inside the tunnel, the patient has elected to come back and have the cuff removed from the tunnel. Risk and regulatory at ynhhs determined: based on the information provided, this does not meet dph reporting requirements under nqf 1d or nqf 2b, as there was no serious harm/injury to the patient, and the patient elected to have a secondary procedure to remove the cuff, which will not require general anesthesia. This does not meet tjc requirements for unintended retained foreign object, as you indicated in your note that the piece was knowingly left behind. Mfg not notified by site.